Event description:
A patient reported that their device's battery was depleting more quickly, requiring charging every couple of days and losing 50% of its charge in a day. There was no reported impact to the customer's blood glucose level. The patient declined further follow-up with technical support at this time, and no additional information was obtained regarding the outcome of the event.